Manufacturer narrative:
The device was returned to zoll (B)(4) service department. The customer's report was not replicated or confirmed. The device was tested by bench handling, power cycling and functional stress testing without duplicating the report. The color lcd display cable assembly was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely blue and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.